Manufacturer narrative:
The complaint device was received here at mitek and was visually evaluated; both with the naked eye and under power. In general, the device appears in good condition; however, there is some slight material depression to a corner at the distal end area, also, approximately 0.218" or 5.537 mm of the distal tip missing, broken away. No lot number was supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot discern a root or underlying cause for the device breakage. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic knee procedure, a portion of the distal tip of a 6mm offset femoral aimer broke off into the body. The fragment was not able to be retrieved, however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.